Manufacturer narrative:
The thermogard console was returned to zoll on 02 jul 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, during training the thermogard console (B)(4) displayed a tcmid:06 (ce post failure) error. No patient involvement.

Manufacturer narrative:
The report of tcmid06 (ce post failure) error message was not reproduced during functional testing of the thermogard xp ivtm console sn (B)(4)) however, analysis of the retrieved event log confirmed the occurrence of tcmid06 error messages. No parts was required to remedy the tcmid06 error message. Upon visual inspection, the console was received with missing switch cover, umbilical cable connector, one caster and pin dowel. Additionally the console was observed with loose casters and plugs on the assembly block. These observations are not related to the reported complaint. Functional testing was performed and no issue was observed. The console passed all tests. The analysis of the event log revealed four tcmid06 error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).